Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, on (B)(6) 2014, patient reported lower back pain. The pain was reported to be from pedicle screw instrumentation at right l2-l3 and l4-l5 (right radiculopathy) as a result of which patient underwent removal of pedicle screw instrumentation, right l2, l3 and l4-l5 on (B)(6) 2014.